Event description:
In (B) (6) 2009 the expected reservoir volume was approximately 3 mls; the actual volume was 17 mls. The same volume discrepancy occurred on (B) (6) 2009. The patient had no symptoms associated with the under-infusion. The pump fit in the pocket well.the patient was not exposed to magnetic resonance imaging or other electromagnetic interference. On (B) (6) 2009, the hcp completed a rotor study, x-rays, and a catheter contrast study, but couldn't find any problems. There may have been a kink at the tip of the catheter, but the hcp was able to extract drug from the catheter. The pump memory logs were normal. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.